Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4) , implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 01-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via manufacturer's representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient felt like they could feel the anchors so the hcp planned to revise the current anchors and bury deeper. Coverage and stimulation were not an issue, only anchor becoming bothersome to patient. Issue not resolved. Revision has been planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient feeling the anchors was not determined. No falls, accidents, etc. The date of the revision was not confirmed, and was canceled due to covid-19. No further information was reported.